Manufacturer narrative:
The pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
It was reported that while a patient was on impella 5.5 support they noticed purge fluid was leaking from the sidearm. There was no change in the purge pressure, so the impella 5.5 was continued to be used for several days, considering that there was no problem with its continued use. There was no patient harm.

Manufacturer narrative:
H.3 device not returned to manufacturer for evaluation should of reflected the device was available to be evaluated on the initial manufacturer device report number 1220648-2025-27739. If the device was not evaluated has been revised to reflect device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. The pump was returned for investigation. Data log review was not required for his case. The returned pump was inspected, and stress mark was found on the back of the reservoir. Leak test was performed, revealing a leak from the membrane radial seal of the purge reservoir during priming. The root cause of the purge leak - pump was determined to be due to a damage sidearm reservoir as evidenced by the results of the leak test.